Manufacturer narrative:
Internal report reference number: (B)(4). Sections with additional information as of 08-may-2020: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 08-may-2020: h3: device was returned to manufacturer for evaluation corrected from "yes" to "no".

Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for physical defects of strips. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result of physical defect. The product storage location is undisclosed. The test strip lot manufacturer¿s expiration date is 10/31/2020 and open vial date is two days ago. The meter memory was not reviewed for previous test result history.